Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 2 devices were received for evaluation. 1 device was not available to stryker for evaluation. No further evaluation was possible. Evaluation status: 1 event suggests the router broke as a result of overload conditions. 1 event was confirmed broken; however, only a fragment was received for evaluation making further investigation not possible. Additional information: 3 devices were labelled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device broke during use. There was patient involvement. Two events occurred during a cranial procedure. One event occurred post operatively. There was no patient impact.